Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 50 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 17 mm, proximal diameter of non-aneurysm aortic neck was 26 mm, distal diameter of non-aneurysmal aortic neck was 24 mm, diameter of right iliac aneurysm was 24 mm, diameter of right iliac artery was 10 mm, diameter of left iliac artery was 13 mm. The right and left iliac arteries were mildly tortuous. It was reported that during the procedure there was an estimated blood loss of 800 cc. A blood transfusion of 1000 cc was required. It was also reported that a proximal type I endoleak was at the time of implant and was corrected by remodeling the stent graft. Recently the patient had stent graft occlusion and complete iliac tract on the right leg. The patient had severe claudication complaints of the right leg (near critical limb ischemia). Approximately two weeks later a fem-fem cross-over bypass was performed. There cause of the occlusion is unknown. The investigator assessment states that the event is not procedure related, but is related to the study device. The patient was discharged three days later and returned eight days after that for serome leakage groin wound on the left. There was no hospitalization for the wound treatment. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).